Manufacturer narrative:
Pentax model epk-3000 is classified as import for export, therefore 510k is not applicable. We do have similar model epk-3000-us that is distributed in the USA with 510k k172156 (B)(4) if additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of a complaint that originated in (B)(6). The complaint was observed in the operating room, before use. "Error code 03-0200 was displayed & the s terminal was no longer output" involving pentax medical video processor model epk-3000, serial number (B)(4). There was no report of death, serious injury or other significant/important medical event. On 20-aug-2021, a device history record(DHR) review for model model epk-3000, serial number (B)(4) was performed under (B)(4). The DHR review confirmed the endoscope was manufactured at the (B)(4) facility on 15-nov-2016 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 15-nov-2016. The 03-0200 error message and analog output failure that occurred in epk-3000 was caused by the disappearance of the resistance pattern of the chip resistance due to the electrochemical corrosion phenomenon.